Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2 syringes of juvéderm® volite and with 1 syringe of juvéderm® volift¿ with lidocaine. Approximately five months post injections, the patient experienced ¿a lump on the lower lip on the left.¿ three days later, the symptoms worsened with the appearance of swelling in the perioral region and then the entire face, including all regions into which the preparation was injected. Three days later, the hcp examined the patient and ¿found the presence of nodules in the following regions: lower lip on the right, upper lip on the left, infraorbital and zygomatic right, and in the region of the angulum of the mandible on the left, as well as in both nasolabial furrows, puppets and chin. Nodules vary in size from 0.4 to 1.5 cm. In the local status, mild erythema in the perioral region is also present.¿ two days later the patient was treated with ¿dexamethazone injection, synopetn injection, glucosalin 500ml. IV; acyclovir 5x800mg, 5 days, metronidazole tbl 3x500mg 7 days7, xados or alerix 1x1 1month, probiotic, local use of betamethasone gel/cream 2x day for 3 days, continue dexamethasone 1amp i.m. For the next 4 days, after that use of nizon tbl.¿ the patient was previously treated by an infectologist, immunologist and dermatologist with suspected herpes simplex, with the use of antiviral and systemic anti-inflammatory therapy. The symptoms are ongoing. The hcp additionally reported they diagnosed the patient with ¿diagnosis herpes labialis sup, chelitistis acuta and dif dg granulomatosa.¿ the patient was additionally treated icing 3 times for 5 min using a compress of 3% acidi borici (boric acid) for no longer than 15 min, until the swelling subsides. Continue using arelix regularly. Erythromycin drops with hydrocortisone in the nose 32 drops in both nostrils for 5 days. Synopen injection intramuscularly and inf giucosalin 500 ml intravenously. Metronidazole tbl 3x500 mg for immunomodulatory effect for 7 days, xados or alerix 1x1 for 1 month. In case of any further deterioration, the patient should immediately contact a dermatologist and an infectious disease specialist for hospitalization. Approximately one month post symptom onset during their last examination an ultrasound of the lips showed confluent granulomas in the lips. The patient also stated that for the last 2 years they have had occasional pain and swelling of the right ankle. The immunology tests show a positive antinuclear antibodies test that, given the clinical features, cannot be fit into systemic autoimmune findings. Other relevant immunological tests show normal results. After discontinuation of the corticosteroid therapy, the swelling, granulomas, pain and joint swelling have not been resolved. The hcp recommended consultation with a dermatologist and deciding whether to perform a biopsy. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® volite.